Event description:
It has been reported to philips that examination monitor was not switching on. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that examination monitor was not switching on. Upon further investigation, the fse found that due to faulty fuse in mcs monitor is not starting up. The fse replaced the fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.